Event description:
Intuvie received a report from a patient indicating that the screen on his nimbus infusion pump was blank. The patient was instructed to press the power button, which successfully restarted the device. He stated that the pump had been infusing when he left the cancer center the previous day but was unsure how long the pump had been off prior to noticing the blank screen. The patient did not report hearing any alarms and denied manipulating the pump before the event. No patient harm was reported.

Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. It was reported to intuvie that the patient called stating the screen on his nimbus pump was blank. A review of the device's serial number history revealed no similar complaints. Functional testing and further investigation of this pump is excluded as the failure mode for this device has been previously investigated through product capas it2023-15 and this product has been removed from the market under recall z- 1285-2024. Reference to complaint# (b)94).